Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a missing component from the nexiva device could not be confirmed from the returned 18g nexiva IV catheter. The reported leakage was confirmed and was addressed in investigation record #(B)(6), but no components were missing. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: date of incident -(B)(6) 2025 - IV system leaked from the back of the system once the needle was removed. Sample on hand for returning.